Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Per facility, the complainant part was discarded and will not be available for evaluation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a straight tip driver broke during an unknown surgical procedure on (B)(6) 2016. A replacement tool was available for use to complete the procedure. No reports of surgical delay or additional medical intervention. The patient's post-operative status was noted to be stable. This report is 1 of 1 for com-(B)(4).